Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed arrhythmias (not specified) and left bundle branch block (lbbb). Mild paravalvular leak (pvl) was reported. No additional adverse patient effects were reported. Additional information was received that approximately seven years and three months following valve implant, at a follow-up appointment, moderate pvl was reported, and the ECG showed a right bundle branch block and chronic atrial fibrillation.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.